Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the sensor did not work without any additional details about the malfunction, and the patient lost consciousness. The patient declined to provide any further information as she couldn´t remember. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause loss of consciousness.